Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements greater than 3000 ohms and high capture threshold on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Reportedly, an x-ray was performed and it did not reveal anything unusual. The ra lead pacing impedance was determined to have sudden and intermittent changes. The plan was made to revise and replace the ra lead and connect the new lead to the device. All tests performed through the pacing system analyzer (psa) were within normal range, however, when the new ra lead was connected to the device, high out of range pacing impedance was noted again. Subsequently, the physician decided to explant and replace the device, and the new device exhibited all measurements within normal range. No additional adverse patient effects were reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Correction: h10 field additional MFR narrative was updated to leave out the part of "defibrillation testing" as this device is a pacemaker with no defibrillation function. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of connection issue, pacing impedance high out of range and high capture threshold.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements greater than 3000 ohms and high capture threshold on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Reportedly, an x-ray was performed and it did not reveal anything unusual. The ra lead pacing impedance was determined to have sudden and intermittent changes. The plan was made to revise and replace the ra lead and connect the new lead to the device. All tests performed through the pacing system analyzer (psa) were within normal range, however, when the new ra lead was connected to the device, high out of range pacing impedance was noted again. Subsequently, the physician decided to explant and replace the device, and the new device exhibited all measurements within normal range. No additional adverse patient effects were reported. The product is expected to be returned for analysis.the device was returned for analysis.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements greater than 3000 ohms and high capture threshold on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Reportedly, an x-ray was performed and it did not reveal anything unusual. The ra lead pacing impedance was determined to have sudden and intermittent changes. The plan was made to revise and replace the ra lead and connect the new lead to the device. All tests performed through the pacing system analyzer (psa) were within normal range, however, when the new ra lead was connected to the device, high out of range pacing impedance was noted again. Subsequently, the physician decided to explant and replace the device, and the new device exhibited all measurements within normal range. No additional adverse patient effects were reported. The product is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of connection issue, pacing impedance high out of range and high capture threshold.